Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (400-613 mg/dl). Customer was treated with a full bag of an unspecified solution. Customer was released the same day with the issue resolved and no permanent damage. Customer alleged that the cause for the event was not receiving insulin. Tandem technical support performed system check with customer and pump performed as intended.